Manufacturer narrative:
As the product is in specification, root cause cannot be linked to our product. From the information reported, we believe the incident may due to the pin placement. Proper alignment between the dual-pin-rocker arm and single pin torque screw should be equidistant from the centerline of the head.

Event description:
Customer feedback that was received by our distributor. Customer service was contacted on 12/17/2015. Customer states that a hospital owned equipment - a doro skull clamp potentially has slipped and injured a patient causing a laceration. Procedure was completed, but using a different skull clamp. Representative has visited the hospital to check the equipment which seemed fine on first inspection but has removed equipment for further inspection by manufacturer to ensure safe to use.